Event description:
During ptca of a concentric lesion in the proximal lad with 80% stenosis, a leak was found from the shaft of the cypher select + stent while deploying it at the site. It could not be inflated due to the leak. In addition, upon receipt of the device, a crack on the hub was found. There was no difficulty removing the device and no kinks or other damages were noted prior to inserting the product into the patient. The device did not maintain negative pressure. Omnipaque contrast at a 40:60 ratio was used and a priority pack indeflator was used. There was no resistance or friction while inserting the balloon through any devices. There was also no difficulty advancing the device through the lesion or crossing the lesion. It was not ever in an acute bend. The device was removed in one piece from the patient. There were no adverse effects to the patient reported.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it belongs to the same class of cypher sirolimus drug-eluting stents that are distributed in the united states. This device is available for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.